Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). The patient experienced syncopal episodes. Boston scientific technical services (ts) was consulted and observed low amplitude on this lead as well as the rv automatic threshold (rvat) test in suspension mode. Further testing was recommended. No additional adverse patient effects were reported. At this time, this lead remains in service.